Event description:
It was reported that the patient was found to have a non-occlusive outflow graft (ofg) thrombus. They did not have any alarms or symptoms but bruit was heard. Acetylsalicylic acid (asa) was added back to regimen. It had been stopped for a prior bleed. The patient's lactate dehydrogenase (ldh) was 151 iu/l. No procedures were done. Log file review showed the pump parameters were not affected by the ofg thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported non-occlusive outflow graft thrombus could not be confirmed through this evaluation, as no images were submitted for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be established through this evaluation. The controller event log file contained events from 06aug2024 through 19aug2024. Of note, two backup battery not installed alarms were observed on (B)(6) 2024. This is further discussed under (B)(4). No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication, and provides the recommended anticoagulation regimen, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.